Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was over 400 mg/dl. Caller stated that the customer died due to a stroke and her heart stopped. Caller stated that he found her death on the bathroom floor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.